Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, part of the blade fell out. There was melting of the white part on one of the jaws of the device. The pad and blade broke outside the patient. No consequence to the patient was noted. Another device was used to complete the case. The patient is well.